Manufacturer narrative:
Date sent to the FDA: 3/3/2022.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process. (B)(4) represents the adverse event which occurred on (B)(6) 2012. (B)(4) represents the adverse event which occurred on (B)(6). (B)(4) represents the adverse event which occurred on (B)(6) 2013.

Event description:
It was reported by an attorney that the patient underwent incisional hernia repair surgery on (B)(6) 2009 and mesh was implanted. It was reported that on (B)(6) 2012 the plaintiff underwent recurrent hernia repair surgery. It was reported that the patient underwent diagnostic laparoscopy and laparoscopic lysis of adhesions on (B)(6) 2012. It was reported that the patient underwent removal surgery, diagnostic laparoscopy, exploratory laparotomy with enteriolysis and small bowel plication on (B)(6) 2013. It was reported that the patient experienced severe pain, dense adhesions, nausea, constipation, inflammation, scarring, bowel obstructions, loss of appetite, stress and anxiety. No additional information is provided.